Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) has experienced esthetic issues with the device as the tubing has come out of the skin; additionally, the pump inflation issues. The patient is expected to undergo a revision procedure; however, no further information has been received. No patient complications were reported.

Manufacturer narrative:
Update to h6 patient codes. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the tubing of this inflatable penile prosthesis (ipp) has emerged through the skin of the patient. Additionally, pump inflation issues were reported. The patient is expected to undergo a revision procedure; however, no further information has been received. No additional patient complications were reported.

Event description:
It was reported that the tubing of this inflatable penile prosthesis (ipp) has emerged through the skin of the patient. Additionally, pump inflation issues were reported. The patient is expected to undergo a revision procedure; however, no further information has been received. No additional patient complications were reported.

Manufacturer narrative:
Update to h6 patient codes. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the tubing of this inflatable penile prosthesis (ipp) has emerged through the skin of the patient. Additionally, pump inflation issues were reported. The patient is expected to undergo a revision procedure; however, no further information has been received. No additional patient complications were reported.

Manufacturer narrative:
Correction to b5 describe event or problem and h6 device codes.